Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/apr/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: yellow particles inner shell, creases fold, wear abrasion, opening curved on radius and yellow particles in the fill channel leak test and microscopic analysis was performed which identified: opening crease smooth on radius, striated opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease smooth on radius assessed as fold flaw opening. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the right side.